Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery because the automode on the insulin pump was not working as it went wacky. The customer also reported that they experienced low blood glucose levels. The insulin pump received failed battery alarm even after changing battery multiple times but the insulin pump worked after fifth battery change. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.